Event description:
It was reported that the patient presented after receiving five appropriate shocks while working on their roof. The wavelet match withheld therapies, but then they did not match causing the device to deliver anti-tachycardia pacing therapies. The device was unable to convert the rhythm resulting in seven failed shocks. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1581 lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.